Manufacturer narrative:
Add'l info will be provided, once investigation is completed.

Event description:
Customer reported that resectoscope being subject to per broke in the pt's body. As customer informed, the porcelain in the inner sheath broke. According to the customer, the surgeon was removing broken elements, however, it was not possible to state if all bits of the device were removed from pt's body. As customer informed, the resectoscope was being used in bladder surgery. According to the customer, it is not possible to reoperate the pt.